Event description:
Caller reported intermittent occlusion alarms. The customers blood glucose was displayed as "high" on a number of occasions; specific blood glucose values were unknown. The customer managed high glucose levels by administering correction injections and received normal assistance from a third party without being incapacitated. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.